Event description:
Sales consultant reported hardware removal due to broken hardware. A 1/3 tubular plate and eight screws were removed. One of the eight screws was broken and the head and shaft were both completely removed. Two medical malleolar screws with washers were also removed. The removal surgery was completed successfully without delay. This is report 2 of 2 for an unknown screw. This report is for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Event date: unknown. Implant date: unknown. Part number and lot number are unknown placeholder.